Event description:
A cracked and shattered touchscreen on a pump was reported after the customer fell and landed on it. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by deciding to replace the pump, and the customer expressed interest in obtaining an out-of-warranty loaner pump.